Event description:
One patient sample with initial troponin t result of 0.087 ng/ml. Same sample repeated twice gave result of <0.010 ng/ml each time. The initial result was reported, patient not adversely affected. The field service representative determined the instrument short sampled against the sample tube.